Event description:
Baxter received a report from a baxter technician stating the bed exit alarm was not alerting the nurse's station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint(B)(4).

Manufacturer narrative:
The baxter technician found the¿device was beyond repair and would be scrapped and retired. The p500 surface is for household and healthcare facility use. The p500 surface is a finished size of 35.5" (90 cm) wide by 84" (213 cm) long, with a thickness of 8" (20 cm). The surface is designed for use on pan-deck frames that accommodate this surface size; it is not intended for use on spring-deck frames. The intended users of this product are healthcare employees, non-clinical caregivers, and occupants who have the physical strength and cognitive skills to operate and control the product. Follow safety protocols if an intended user does not have the physical strength or cognitive skills to operate and control the product safely. ¿ a search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician scrapped and retired the device as it was beyond repair. ¿based on this information, no further action is required.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.¿ the investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the bed exit alarm was not alerting the nurse's station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).